Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were not available for evaluation. (B)(4) device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes (B)(4) malfunction events in which the device or cutting accessory fractured. - (B)(4) events had patient involvement; no patient impact. - (B)(4) event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 2 events had patient involvement; no patient impact. 1 event had insufficient information received.